Event description:
It was reported that the patient faced an event blockage in the tubing and occlusion alarms which led to high blood glucose which they treated using correction bolus on (B)(6) 2026.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.